Event description:
It was reported that during a procedure of the 20 year old coronary artery bypass graft to the left diagonal in a proximal lesion, a non-abbott filter guide wire was positioned. A 2.5 x 12 mm non-abbott balloon dilatation catheter (bdc) was used for pre-dilatation followed by an attempt with the 4.0 x 33 mm zeta stent delivery system (sds), but it could not advance and cross the lesion. A second pre-dilatation was performed with a 3.0 x 12 mm bdc; then the zeta sds was successful in crossing the lesion. The stent was deployed and appeared to be inflated under fluoroscopy. After the balloon deflation the sds met resistance and could not be removed. Suspecting that the balloon may have caught under the stent, the balloon was inflated and deflated again. The balloon was successfully retracted from the anatomy. Once outside the anatomy it was noted that the stent implant remained on the sds; the stent implant was elongated and unraveled on the balloon. A 4.0 x 23 vision stent was deployed in the proximal lesion and while attempting to advance a second 4.0 x 23 mm vision which did not cross the lesion, the distal vessel became occluded. The procedure was stopped. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. Additionally, one fluoroscopy image was received and reviewed by an abbott clinical. The reviewer concluded that the image does not provide enough information to confirm the incident description or suggest a cause for the incident.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: filter wire. There was no reported product deficiency. The reported occlusion is listed in the vision instructions for use (IFU) as a known adverse patient event associated with coronary stenting. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. The multi-link rx zeta referenced is being filed under a separate manufacturing report number.